Event description:
It was reported that, "during the bha surgery, when the surgeon was suturing the wound of skin, the pt showed a severe drop in blood pressure and suffered cardiac arrest. The pt was immediately provided ambulance service to a emergency medical care center. However, the pt dead."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. No further info is available at this time, although it has been requested. If add'l info becomes available, it will be submitted in a supplemental report.